Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned devices were visually examined, and the following was observed: liner fully expanded as designed. Distal tip torn radially along distal liner edge and axially (not along axial score line). Torn tip separated and not returned. Hdpe stretching along tear; soft tip damage/stretching. Slanted scoreline present. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. The complaint for sheath distal tip torn and system component separation during use were confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment and/or by other manufacturing-related factors being investigated in a CAPA. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A CAPA was opened to further investigate potential contributing factors to the tip tear events.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in japan, a transfemoral transcatheter aortic valve implantation (tavi) procedure was performed. The sapien 3 ultra resilia valve was successfully implanted without any issues. Toward the end of the tavi procedure, when the esheath+ was removed, damage to the distal tip was observed. During the tavi procedure, there were no notable problems such as unusual resistance. There was no patient injury.per pre-decontamination observations, the distal tip was torn radially and axially, and part of distal tip was missing and was not returned.